Manufacturer narrative:
(B)(4). Evaluation conclusion: - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation impossible. Customer indicated that the procedure was uneventful and is only reporting this event. Customer did not request field service or clinical support. Placeholder.

Event description:
The clinic reported that the patient had an uneventful ilasik procedure on (B)(6) 2012. Patient presented at approximately 1 month following the ilasik treatment with flap striae in the left eye. The flap was lifted and stretched for about 5 minutes. The patient was seen 1 day post op and the striae was gone. The patient's visual acuity was 20/20 in the left eye.